Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complaining of lethargy presented in clinic via patient notifier. Upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. The lead was attempted to be reprogrammed but the patient experienced diaphragmatic stimulation. The lead was turned off. No further information was available.